Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they were following up on a request sent from vigilance. The caller stated that they received the questions in the letter and cannot provide any additional information. Agent did not ask for any other details as the event had been reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the manufacturer representative stated that the patient mentioned they had the old device removed due to an infection, but no information as to when and where it was removed.

Event description:
Additional information was received from the patient. They reported that on (B)(6) 2025 they only had the ins implanted. Patient stated that they had their previous system removed possibly in (B)(6) of 2024 due to an infection. Patient said the surgeon wanted to "wait like 9 months" before putting the replacement system back in to allow time for the infection to heal. Patient said they were somewhat uncertain of the timeframe of events because they've had several surgeries. One of those surgeries was on their wrist, which used the same type of stitches used for the implant. Patient said they developed an infection at their wrists as well and suspected the stitches were possibly the cause of the infection. The questions and answers from the form are as follows: 1. When was ins removed? Possibly (B)(6) 2024 2. When was lead removed? Same day 3. Infection resolved? Yes, 4. What steps will be taken to return explanted ins? Patient unsure what measures were taken by the representative (rep) to return product at the time of explant

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2paru, implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.